Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Event description:
It was reported that the pump exhibited a double beep with cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 22-jul-2022 via email and attached to complaint object: all issues occurred during testing and the date is unknown., corrected data: h4: correction: device manufacturing date: 07-jun-2013.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals all intact and signs of fluid ingression. There was high pressure messages recorded in the event history log. The customer problem was not duplicated during the investigation. Fluid ingression was found on the downstream sensor, which was determined to be the cause of the reported issue. For corrective action it was recommended that the downstream sensor and lens be replaced. The root cause of the reported problem is unknown. The product is beyond 9 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4), corrected data: correction: d4: model number: 6400.